Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had multiple shocks from a possible right ventricular (rv) lead fracture. Noise and oversensing were noted on the rv lead. Early elective replacement indicator of the device was also reported possibly due to the multiple shocks. The rv lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.